Event description:
It was reported that the left ventricular lead exhibited high impedance and high capture thresholds. The device was reprogrammed and the physician would continue to monitor the patient.

Manufacturer narrative:
(B)(4).